Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ib femoral component, cat#: unknown, lot#: unknown. Unknown ib tibial tray, cat#: unknown, lot#: unknown. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04815, 0001822565-2017-04816.

Event description:
It was reported that the patient underwent a knee arthroplasty approximately twenty years ago and is being considered for a revision surgery due to pain and discomfort. No revision procedure has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient was revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This event will be reported on manufacturing report number 0001825034-2017-11463.